Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing shocking from the device. The patient also stated that the device was causing them trouble. No further complications were reported or anticipated. Indication for use is non-malignant pain.